Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device used is indicated as available for evaluation. As of the date of this report, the device has not yet been returned. A follow-up report will be provided once the device is received and reviewed.

Event description:
Per the med watch report ¿performing our daily PICC rounds assessment. Once at the bedside I noticed slight lifting around the left hand finger and thumb of the PICC dressing. Upon closer examination it looked as if the catheter was loosely moving around and the sterile strips underneath were slightly damp with sanguineous fluid. Although I could not feel any physical fluid at the time I attempted to reinforce the dressing until I was able to gather dressing change equipment at the bedside. Upon return and removal of the previous dressing I could then see that three was a significant amount of sanguineous fluid underneath the dressing and that the external catheter length (which was 2 cm from the hub to the spot that had snapped, the previous dressing not had stated that there should be 2.5cm external) was separated from the internal catheter length (a total catheter length of 22cm). I immediately put pressure on the forearm/area that I believe to be the insertion site and called nnp to the bedside. The catheter had snapped and immediately called surgery for consultation. After surgical intervention/removal the external length and internal length of catheter was saved for further inspection.¿